Event description:
Reporter alleged blood glucose measured 370 mg/dl on the customers' meter compared to the doctors' device reading of 170 mg/dl taken 5 minutes apart. Customer stated going to the doctor as a result of high readings of 350-370 mg/dl; however, took no actions based on the readings and received no resulting treatment from the doctor. A request was made for the return of the suspect device and replacement product was sent.